Manufacturer narrative:
Button error alarm and unresponsive buttons due to corroded keypad traces. Unable to perform displacement test due to unresponsive buttons. Unit received with scratced lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was performed. The device was returned for analysis.